Event description:
It was reported that a small volume infusor experienced a no flow. The reporter stated that the solution flowed during filling and priming. After the two day infusion, the customer returned to the hospital for device removal. At this time, it was noticed that the anticancer agent had not infused at all. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional testing determined that flow was readily observed at the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.